Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 13jun2024, 20jun2024, and 05jul2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's screen was too dark. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator's screen was too dark. The customer reported that the display was very dim at the highest brightness, but the parameters could still be seen. The rse informed the customer that the device's display can either be upgraded to the 2nd generation display, or the user interface (ui) assembly can be replaced. The customer was provided with the part number for a replacement ui assembly.